Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence the patient had his artificial urinary sphincter (aus) balloon removed and replaced with a new 61-70 cm prb. The surgeon replaced the balloon and connected it to the existing cuff and pump. It was added that the "cysto showed better coaptation post new prb."